Event description:
It was reported that during an unk procedure, the device locked out. Used another like device to complete the case. No pt consequence.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis. On (B)(6)2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent analysis and culture were performed. The results of the peritoneal effluent neutrophil count were reported as "reports awaited". The results of the culture were unknown. On (B)(6)2010, the patient began remedial therapy with reflin (1gm, daily, ip) and fortum (1gm, daily, ip). Therapy was ongoing as well as remedial therapy with reflin and fortum. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510 number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s

Manufacturer narrative:
(B)(4). Laboratory information was received. The effluent culture revealed no growth and the analysis revealed a neutrophil count of 0 %. On (B)(6) 2010, the patient recovered from the peritonitis and remedial therapy with reflin and fortum was stopped.